Event description:
It was initially reported that the site was having difficulties inserting their serial adapter cord from the handheld computer into the programming wand. It was noted that some of the prongs from the cord were missing. The handheld computer with software were returned to the MFR for analysis, but it has yet to be completed.